Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the hole eliminator slipped through the cup´s hole. It did not stop like it should. Surgeon was able to screw the hole eliminator back to the correct level. It was left there as it was not possible to remove it and to replace it.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d4 (lot). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination and no photos or x-rays were provided to confirm the allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 124603000 lot number d20101210, and no non-conformances were identified. Product description: ti screw hole plug (apex), product code: 124603000, lot number: d20101210. 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-oct-2020. 3) any anomalies or deviations identified in DHR no non-conformance were identified. 4) expiry date: 30-sep-2030. 5) IFU reference: IFU-0902-00-701.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the attached x-ray image confirmed the reported complaint. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 124603000 lot number d20101210, and no non-conformances were identified. Product description: ti screw hole plug (apex): product code: 124603000; lot number: d20101210. 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-oct-2020. 3) any anomalies or deviations identified in DHR no non-conformance were identified. 4) expiry date: 30-sep-2030. 5) IFU reference: IFU-0902-00-701.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of the attached x-ray image confirmed the reported complaint. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.